Event description:
Caller tested 2.1 inr on coaguchek xs system 1 and 1.0 inr on coaguchek xs system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The medwatch report is for the suspect device used in system 1 (lot number 20169731, expiration date 07/31/2010).